Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis is not required; unable to confirm the needle complaint due to the customer did not return in insertion needle. This complaint is against the insertion device.

Event description:
It was reported that the customer had issues with the insulin pump's serter. When the serter was lifted, the adhesive tape came up and there was no needle. The sensor was stuck in the serter. The serter had a bent catch arm. His blood glucose level was 529 mg/dl. The product will return. Nothing further to report.